Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors wires were frayed/broken at the wrist. Not due to misuse or instrument-instrument clashing. The procedure was completed as planned with no reported injury using a backup instrument.